Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 7/30/2019 and 1/7/2020. (B)(4). Device evaluation: product testing could not be performed as the product was not returned for evaluation as it was discarded by the customer. Therefore, the reported issues could not be verified, and a product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint history revealed no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol), model zxr00 11.0 diopter was explanted from a female patient's right eye (od) due to missed refraction. A replacement lens, model zlb00 12.5 diopter was used. There was no surgical interventions such as vitrectomy, incision enlargement or sutures required. The patient outcome was reported to be good and no injury was reported. It was noted that the lens is not available as it was discarded by the account. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.